Event description:
The customer reported that his olympus hd autoclavable camera head was not displaying an image during procedure preparation. Additional details relating to the patient and the event have been requested but were all unknown by the initial reporter. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned. However, an initial evaluation has not yet been conducted by olympus; though, the investigation is underway. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The evaluation was completed. During device evaluation, the phenomenon was not reproduced. As there are no abnormalities as well as in appearance, we could not determine the cause of the phenomenon based on the investigation result. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.